Event description:
It was reported that pacing failure was found on the external pulse generator (epg) during use on the patient. The battery was replaced, but the device could not be powered on. The epg was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device was able to power on. The patient cable returned with the unit did not have signs of fracture. The display was out of electrical specification, but backup pacing while removing the battery functioned normally, and pacing was confirmed to work as expected. As a result the main printed circuit board (pcb) was replaced and the unit was returned to the customer. Concomitant products: product ID 5433a temporary pacing cable. (B)(4).